Event description:
It was reported that the a lead integrity alert was triggered for oversensing and high impedance on the right ventricular lead. The pace/sense portion of the rv lead was capped and replaced. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Resistance/impedance increase was noted as the weekly pace lead impedance trend data shows an abrupt increase for max ventricular pace bi impedance from 551 to 4047 ohms between (B)(6) 2011 and (B)(6) 2012. Interference/noise was observed as the ventricular short interval count was 133 counts avg/day, in 18.31 days, between (B)(6) 2012 09:27:12 and (B)(6) 2012 16:53:58. Oversensing was noted as 12 ventricular nst<=210 ms occurred between (B)(6) 2012 16:21:56 and (B)(6) 2012 06:47:40. Lead integrity alert was triggered as one patient alert for lead failure predictor occurred on (B)(6) 2012 14:20:04.